Event description:
During evaluation of a returned homechoice (hc) device, the baxter product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to: therapy monitored volume failed performance specification.

Manufacturer narrative:
(B)(4). A review of the event history log was performed which did not confirm the rite failure of therapy monitored volume failed. The device passed the hc return instrument test evaluation (rite) electrical test but failed the rite functional test due to failed volume transferred comparison. External inspection was performed and the device passed. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the device passed. Device powered up properly and no errors occurred. The door assembly was inspected which revealed a cracked door piston and deteriorated piston foam. Assignable cause for the rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam. The device was sent to servicing for repair. Should additional relevant information become available, a follow-up will be submitted.